Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of the insulin pump was solid black and an alarm kept sounding off. The caller stated that no alarm was displaying on the device and they could not clear the alarm. The insulin pump re-initialized several times. The customer's blood glucose was 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump had blank display due to moisture damage on electronic assembly. The device had moisture damage on motor. Unable to test for back light anomaly, display anomaly or unexpected reset due to blank display. Unit had minor scratched display window and cracked reservoir tube lip.